Event description:
It was reported that during lead revision when the lead was placed in the header, the set screw would not tighten. Device was explanted and replaced.

Manufacturer narrative:
Evaluation: the reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septa material found inside the rv df4 setscrew hex cavity that prevented full insertion of the torque driver into the hex cavity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).